Event description:
It was reported that a pump was programmed to deliver medication (vancomycin hcl), however, when the pump displayed that 250 ml of fluid was delivered, the user observed that the container was still full. The device was tested at the facility and performed as expected. The pump wa programmed to deliver 80 ml of fluid at 200 ml/hr and delivered 80 ml.

Manufacturer narrative:
(B)(4). A flow rate test was performed with the device in question, per the sigma preventive maintenance procedure and found to deliver within specification. Additional flow rate tests were performed using the event infusion parameters found in the history log and the sigma preventive maintenance procedure, and using the event infusion IV set, with the unit passing. Upstream occlusion and downstream occlusion tests were performed per the sigma preventive maintenance procedure with the unit passing. Sigma visually inspected the event IV set and no physical anomalies were observed. Review of the device history log shows one infusion programmed to deliver 250 ml of fluid that occurred on the reported date of the event. Within the first minute of the infusion, the pump alarmed for a downstream occlusion, then an upstream occlusion. Following the upstream occlusion alarm, the user selected "run."